Manufacturer narrative:
(B)(4).

Event description:
The consumer reported it was not working or charging. The patient was going to try calling the manufacturer's representative as he had their card to see if they could see him. There was poor communication on the patient programmer. The patient was not able to communicate or connect with the implantable neurostimulator recharger (insr) or patient programmer. It was unknown when the last successful recharge session was. The patient was having pain including discomfort in the leg and area of the implant. The patient felt something in the nerve/muscle/back. This occurred in 2015. Relevant medical history included lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.